Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization was over 500mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with a 258 units of insulin given by manual injection. The customer also received meter bg now alerts and calibration error alerts. Customer declined troubleshooting. No additional information was provided.